Event description:
"PICC line was placed in neonate. After few hours of use, line broke off at the 'hub' connection, line was removed."

Manufacturer narrative:
Hdc corporation did not receive add'l info requested. Insufficient data; unable to understand the incident better. Filing as MDR due to lack of info from complainant. No sample was retained to verify validity of claim.